Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers reported via phone call that they experienced high blood glucose readings over 600 mg/dl and have treated with a manual injection. It was noted that the customer went to shower and the infusion set was fell off. Customer also mentioned that the set detaching from the site happened several times throughout the day and their blood glucose readings remained in the 600 mg/dl range. Customer did not have the sets to return and declined any further troubleshooting.